Event description:
The device was returned from an unknown source with no information. Review of the manufacturer's database revealed the patient was deceased and died approximately 3.5 years following the implant of the implantable pulse generator (ipg). The device subsequently tested out of specification during manufacturer's analysis. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was noted to have no output and a high current drain. Analysis was inconclusive result for an integrated circuit. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).